Event description:
3 cc of fentanyl infused in 20 minutes with a baxter syringe pump. The drug was double checked, programmed by one nurse, and checked by second nurse. Both nurses indicate the pump was programmed correctly. There is a meeting set up with the nurses, biomed, and the facility risk manager to actually walk through how the pump is programmed, etc., to see if rptr can identify a human factor in these cases. The pt required treatment as a result of the event but the pt is fine. This occurred in the intensive care unit and was very upsetting to the nurses.